Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was deviation between the stylus and cursor on the screen due to the overlay. It was noted the bezel was cracked. Analysis also found a deep cut in the stylus cable, shielding was visible.

Event description:
It was reported the stylus pen was not well calibrated. It could be observed especially on the left side. The programmer was returned for service. No patient complications have been reported as a result of this event.